Manufacturer narrative:
(B)(4). At this time, the customer reported the suspect component will not be available to return for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer reported the turbine assembly does not start to rotate after switching the ventilator. The issue occurred during patient use. The customer reported there is no patient consequence associated with the event.